Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the master tool manipulator (mtm) and remote arm controller (rac) to resolve the reported issue. The system was tested and verified as ready for use. Isi receive the da vinci products involved with this complaint to perform failure analysis. The mtm2 was analyzed, but the reported failure could not be reproduced. The issue could be confirmed as having occurred via field error logs. During evaluation, error 23 was observed via field error logs. Visual inspection was performed. The mtm2 was installed onto the system and powered up. Tests were performed and passed. No issues were found with the mtm during the in-house testing. The rac was analyzed, and the customer reported complaint was replicated. The rac was installed into printed circuit assembly (pca) system and running power cycles, and it failed with an error 281 during system power cycles. The complaint was confirmed based on the field evaluation and failure analysis, which indicates that the device may have contributed to the customer reported issue. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank field in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted simple prostatectomy surgical procedure, a non-recoverable fault kept occurring. An intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the system logs and found non-recoverable errors for the right master tool manipulator (mtm) on the surgeon side console (ssc). Prior to calling, the customer power cycled the system, and error came back. The tse asked the customer to check the fiber cable connections, and they were all good. The tse had the customer hard power cycled the ssc and error came back again at power on. The customer was in the process of locating another console to use in place of the one faulting out. The procedure was converted to another da vinci system with no reported injury. Isi made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.